Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. After approximately 28 tissue passes, the suture broke. The surgeon stated that the procedure was not completed successfully. The surgeon stated that there was damage to the vessel due to re-suturing. Additional information has been requested.